Event description:
It was reported that the pump battery could not be charged. There was no reported adverse impact to the customer¿s blood glucose level. A replacement pump was arranged to be sent to the customer who will continue to use current pump until the power runs out and has backup insulin pens if battery on pump fully depletes.